Event description:
It was reported that a patient underwent a paraumbilical hernia procedure on (B)(6) 2014 using a preperitoneal approach and mesh was implanted. On an unknown date the patient required a reoperation due to infection and seroma. It was noted that the mesh had not integrated. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.